Event description:
A distributor received a report from a hospital alleging that when a patient was being mobilized the wire cable broke.

Event description:
A distributor received a report from a hosp alleging that when a pt was being mobilized the wire cable broke.